Manufacturer narrative:
(B)(4) the adverse event was cited in a manuscript.

Event description:
In a manuscript - electrophysiological findings following surgical thoracoscopic atrial fibrillation ablation' with fusion hybrid treated outcomes, it was cited under major complications, that peri-operatively one patient experienced phrenic nerve paresis. After contacting the author, it was revealed that the patient underwent intensive rehabilitation and recovered from phrenic nerve paresis.